Manufacturer narrative:
(B)(4).

Event description:
It was reported that during debridement the console and the handpiece were used and after 1.5 hours of use, water came out of the orange ring into which the handpiece is inserted. Treatment was completed with the same device with a delay of less than 30 minutes.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root causes include connection issue, a component failure, wear from use, or handling. The IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.